Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: ten unused samples were returned for evaluation. A visual inspection revealed no cracks in the tubes. A review of the device history record revealed a quality notification (200682403) for stopper pull out for the reported lot # 7016762. However, this quality notification is not related to the customer's reported defect. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Additionally, our quality engineer notes that the material specification for cat # 369714 indicates to store at ambient temperature unless otherwise stated on tray or case label. The product circular states under the precautions: storage of glass tubes containing blood at or below 0°c may result in tube breakage. (B)(4).

Event description:
It was reported that eleven 13 x 75 mm x 4.5 ml bd vacutainer® glass plasma tube. Lt. Blue bd hemogard¿ cracked one week after they were frozen at -80 degrees celsius for long term storage. There was no report of injury or medical intervention.